Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. The receiver data log was downloaded and reviewed and a screen error alarm was observed. The receiver case was opened for an internal visual and it passed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Event description:
Subsequent to previous report, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an err117 was displayed on the receiver. No product or data was not available for evaluation. Confirmation of the error icon and a probable cause could not be determined. No additional event or patient information is available.